Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead approximately one week post implant. It was confirmed by x-ray that the lead had dislodged and fallen. The lead was revised and remains in use. No patient complications have been reported as a result of this event.